Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.

Event description:
As reported: "the patients right femur was revised following a post-operative fracture sustained from a fall. The stem and head were revised to a restoration modular stem. All information the facility has on this patient is included." Spoke to rep regarding the mako primary. There are no allegations that cup reaming or position contributed to the patient's fall (femoral cuts are not performed using the robot). There are no allegations against the revised femoral head.